Event description:
Customer's mother reported her son was playing and his insulin pump came off. She stated the reservoir also came off of the insulin pump. The son's blood glucose was 309 mg/dl. The mother stated the son was back on manual injections. The mother also reported physical damage to the insulin pump such as a large fracture on the reservoir. The customer was advised the insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.